Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information such as weight. Further information was requested but not received. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective stimulation. A lead diagnosis revealed high impedances across the lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted to address the issue.